Event description:
Surgeon passing a suture through the rotator cuff with a fastpass scorpion needle and wouldn't pass through the tissue. When he brought the scorpion through, the tip of the scorpion needle had broken off the tip. The fragment was located and removed.